Event description:
The medics responded to a cardiac call, pt in v-fib on arrival. The pt was shocked several times without conversion so the deivce operator decided to pace the pt. Reportedly the device operator could not tell the effect pacing was having on the pt due to distortion of the ECG trace on the screen. The pt was not resuscitated. The reporter stated the pt's outcome was not due to device operation. The reporter's opinion was based on an assessment of pt's lack of viability.